Event description:
Philips received a complaint by the customer on the v60 indicating while on patient, the device shutdown completely with no annunciated alarm. It was confirmed that the nurse and rt were at the bedside during event and the patient appeared to be in distress, however there was no harm or injury reported. Since it did interrupt therapy, as it shut off, the device was replaced immediately. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device will not power on, just alarm when attempting to power on. Nor will it power on in service mode. The customer is requesting onsite service to have unit evaluated for repair. The rse dispatched a field service engineer (fse) for onsite service and repair. The manufacturer's field service engineer (fse) was dispatched to the site and pulled a diagnostic report (drpt) and check for "vent check" (cv) errors. Found no "cv" errors in the drpt. Device ran for 1 hour with ipap at 40 and epap at 25 without any failures or errors. Pulled drpta logs after running for an hour. It was determined that there was no fault found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.